Event description:
It was reported that the pt is no longer able to hear well with his device. Fitting is no longer possible. Testing showed 9 channels with status hi and no groundpath impedance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.